Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report two emergency room visits due to low and high blood glucose levels. The customer also reported a keypad anomaly and a no delivery alarm. The customer's reading during the high blood glucose level event was 600 mg/dl; customer's reading during the low blood glucose level event was 14 mg/dl. The customer stated that she could not get any food down and ended up in the emergency room. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.

Manufacturer narrative:
The unit passed the functional tests. No excessive no delivery alarms were noted. The pump functioned properly. However, the pump had intermittent button response. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test. The pump had intermittent button response noted due to a flattened dome switch on the up arrow button, esc and act button. The lcd connector was inspected and no anomaly was noted.